Event description:
It was reported that the atrial lead polarity switched from bipolar pacing configuration to unipolar pacing configuration and a lead warning was triggered for low impedance. It was also reported that the chronic lead trend showed a minimum lead impedance of greater than 200 ohms, but the device triggered a lead warning. The device remains in use; the atrial lead remains in use in unipolar pacing configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.